Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient had their implanted neurostimulators taken out very soon after it was put in because it was hardly used and because within 2 months of it being implanted it was affecting their whole body for the whole thing was vibrating and it drove the patient nuts. Patient noted where the doctor put the ins battery right where they had their pain so they took it out. Patient did not know if the two leads were removed or just the battery. They also did not know explant date.